Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) std review - no anomalies found.

Manufacturer narrative:
Product event summary: subsequently, the device was returned and analysis found no anomalies. However, the set screw had a rounded socket.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the setscrew was locked in the device and the lead could not be connected to the implantable cardiac defibrillator (ICD). The ICD was not implanted and another device was used. No patient complications were noted as a result of this event.